Event description:
Boston scientific received information that this ra lead had noise episodes that were being over sensed which inhibited pacing. Noise episodes could not be determined. This ra lead was capped and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that this ra lead had noise episodes that were being over sensed which inhibited pacing. Noise episodes could not be determined. This ra lead was capped and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.